Event description:
Reporter stated that the inform meter contacts "bursts into flames" when placed in the docking station. No associated injury was reported. The manufacturer requested the return of the suspect product for evaluation.